Manufacturer narrative:
The investigation into the limb ischemia has been completed since the initial report was submitted. The device was not returned for investigation. Based on the clinical information provided, the root cause of the limb ischemia was patient condition related because of the patient's deteriorating condition and noted multiple organ failures. D6a, d6b.

Event description:
The complainant reported a 70 year old male patient presenting with acute myocardial infarction and cardiogenic shock presenting for impella support. During support, a loss of dopplerable pulses was noted in the impella extremity, at the popliteal artery. The vascular team was made aware and there was discussion on escalating to a 5.5 axillary impella, however, the family ultimately withdrew care due to patient's multiple organ failure and the patient expired. No intervention was provided for the ischemia.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia was patient condition related, because patient deteriorating condition and multiple organ failure were noted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 70 year old male patient presenting with acute myocardial infarction and cardiogenic shock presenting for impella support. During support, a loss of deplorable pulses was noted in the impella extremity, at the popliteal artery. The vascular team was made aware and there was discussion on escalating to a 5.5 axillary impella, however, the family ultimately withdrew care due to patient's multiple organ failure and the patient expired. No intervention was provided for the ischemia.